Event description:
Device has been explanted.

Manufacturer narrative:
[Phone number] : (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late.

Event description:
Healthcare professional a right side "rupture [diagnosed by MRI], alteration of format", "peri-implant fluid" and "presence of echogenic nodular formation." Device remains implanted.

Event description:
Healthcare professional reported right side peri-implant fluid was the silicone gel that had leaked from the ruptured capsule. Did not find any infiltration of the silicone tissue. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5.